Event description:
Our office in another country, received info that a consept quick hydramat lens case reportedly "exploded". The disinfecting solution went into the pt's eyes and was painful. The pt claimed that she only used the hydrogen peroxide disinfecting solution with the non-vented case. She recovered without medical attention. Pt did not forward the device for eval. This complaint has not been confirmed and a root cause has not been established. No further info is available or expected.

Manufacturer narrative:
Lot number of device used by pt is unk, and the manufacturer does not have info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.